Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. It was reported that the cause of death was cardiac failure, but it was not medically confirmed that the cause of death was cardiac failure or cardiac arrest. The pt was not hospitalized prior to death. The pt was performing pd therapy with the hc device at the time of death. An autopsy was not performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was performed successfully. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.